Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a device had high oxygen concentration. The customer reported that the unit was not in use on a patient at the time the reported event occurred. The customer contacted product support and requested for service repair.

Manufacturer narrative:
The customer contacted product support and requested for service repair. The authorized service personnel (asp) stated that the unit is out of warranty. The repair is pending customer's approval and there was no response received from the customer.